Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The legal manufacture was able to confirm that the reprocessing was not conducted properly for leakage due to pinhole on the distal sheath. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified, it is supposed that foreign material was not properly removed due to wrong reprocessing. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in cf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in cf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the air/water cylinder, air/water tube, jet tube and connecting tube. There were no reports of patient involvement.